Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device 72 hours or longer. The patient's blood glucose (bg) rose to 300 mg/dl and noted pain, abscess, and swelling at the site (leg). A manual insulin injection was administered to treat the high bg levels. The patient visited the emergency room (ER) and diagnosed with cellulitis. The patient was treated with an infusion of augmentin and the site was cleaned with bithiol at the ER. For further treatment, the patient was prescribed augmentin 875mg/125mg (3 times a day for 10 days) and bithiol 20% 22 g (for 3 days). The pod was discarded by the patient.